Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-215-01904.

Event description:
Allegedly, the dynasty insert became dislodged and need to be revised.